Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute integrity rx drug eluting stent to treat a non calcified and non tortuous proximal rca lesion. No damage to device packaging and no issues removing the device from the hoop/tray. It was reported that the device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered while advancing the device and no excessive force used. It was reported that after the device entered the patient's body, it was noted that the stent was fractured. The stent was never deployed. The device was removed from the patient. A non-medtronic stent was then used. No patient injury reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal stent wrap. Deformation was evident to the 19th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.